Event description:
Reportedly, after a day of surgery, the surgeon found that the staples were no longer closed. The pt was suffering from emphysema; re-operation was done, longer hospitalization but the pt is in satisfactory condition currently.